Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with a cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The reporter did not know the blood glucose reading. The operation and self tests were completed normally. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.